Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - non-malignant pain/ failed back surgery syndrome. The rep ran impedances and results showed some values were >10000 ohms and some were "xxx". Rep stated not all values were 10000ohms. The rep stated that he thought that the md was going to replace the leads with a paddle and may replace the ins so he was not concerned about the high values. No further complications were reported/anticipated.